Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error. The blood glucose reading was 170 mg/dl. The customer was advised that during seating, the force sensor did not detect the reservoir. Advised replacement of the insulin pump. Nothing further reported.